Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer representative that the implantable neurostimulator was replaced on (B)(6) 2022. The pocket was also relocated as part of the procedure. The surgeon stated that moving the pocket was decided upon at the pre-op appointment. The patient complained of pain at the pocket site and felt that the ipg had flipped into a position that was parallel with the floor, which was confirmed via x-ray during an emergency department visit. According to the patient, she contacted the office of the surgeon multiple times and was told repeatedly she would not be seen by the surgeon prior to her post-op appointment. Per the patient, as a result of her interactions with the surgeon¿s office, she refused to go to her post-operative appointment and asked about other surgeons in the area that could revise the pocket placement of the device. The patient stated that the replacement physician refused to revise the pocket. Due to a limited number of implanting physicians in this territory, she was told by other surgeons¿ offices that it would be weeks to months before she could be seen by another surgeon and was very unhappy as a result. At this time, she is still waiting to be seen by another surgeon and will not see the surgeon who replaced her ipg. The cause of the reported issue was due to the surgical procedure. The patient is waiting on a surgical consult with another surgeon to have the pocket revised. The manufacturer representatives are unaware of the surgeon chosen by the patient. Manufacturer representatives offered to meet with her to try and reprogram the device and help her with positioning the recharging antenna to optimize recharging but the patient declined.

Event description:
The manufacturer representative reported that the cause of the implantable neurostimulator moving according to the surgeon was due to patient anatomy. The patient was lying on the stomach during implant, and the battery ended up placed as expected. Once the surgery was over and the patient was upright, that's when it did not lay flat anymore due to patient anatomy. It settled in a roll of tissue I the back, resulting in different orientation. The surgeon does not use suture anchor points on the battery per preference. The patient continues to refuse to go to the post-op appointment.

Manufacturer narrative:
G3. Correction to g3 of the initial report. The initial date that the manufacturer received the complaint should be listed as 2022-may-18 in the initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.